Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Additionally, a break in the outer coil was confirmed. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Detailed analysis of the outer coil fracture site determined the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited noise and oversensing on the right ventricular (rv) channel. A revision procedure was performed and this rv lead was removed from service and replaced. No additional adverse patient effects were reported.